Event description:
A heli-fx applier was used as an accessory device for the endovascular treatment of a type ia endoleak. A non-medtronic stent graft system was previously implanted. It was reported that during a follow-up CT exam performed approximately 4 years post procedure, it was noted that either the heli-fx endoanchors or the endograft/components have migrated >10 mm. The investigator did not assess the event relative to the device or procedure. No clinical sequelae were reported and the patient will be monitored by their physician.